Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The lvad was returned assembled with the pump cable severed approximately 16¿ from the pump housing. A distal portion of the pump cable was returned measuring approximately 10¿. The modular cable was returned attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the lvad, examination of the pump¿s blood-contacting surfaces revealed depositions of loosely coagulated blood within the pump cover. The blood was non-adhered, unstructured, and showed no evidence of denaturation or lamination. These depositions appeared consistent with post-mortem blood remaining stagnant in the device after support was withdrawn and would not have contributed to a functional issue. Further examination revealed no evidence of any developed or adhered depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The lvad was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years, 2 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient fell in the early hours of (B)(6) 2019 and was taken to the local emergency room. Several CT's were performed and patient found to have massive hematoma. The patient's family decided to withdraw care. Patient time of death 10:05 on (B)(6) 2019. Cause of death was reported as subdural hematoma secondary to fall. It was not determined if the fall was device related. The device reportedly operated as intended. No further information was reported.